Event description:
It was reported that the right ventricular lead triggered the lead integrity alert. There was noise on the pace/sense portion of the lead with increased short interval counts (sic). High impedance was also noted. A fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: we received performance data collected from the device and have analyzed the data. Oversensing was noted with 14-ventricular non-sustained tachycardia episodes <(><<)>=210 ms between (B)(6) 2012. Interference/noise was noted with a ventricular short interval count v-sic=267 counts, in 5.99 days, between (B)(6) 2012. The lead integrity alert triggered with one patient alert for lead failure predictor on (B)(6) 2012. The full lead was returned and analysis found that the distal and proximal conductors were fractured/flexed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: 620bg29 heart band (B)(6) 2010; 4076 implantable pacing lead (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.